Event description:
Patient reported that her freedom 60 pump malfunctioned and she was unable to infuse with the pump. Patient stated that she was able to turn pump on, but the dial would not move, and could hear a spring snap and the syringe came out. No contents in the syringe were lost. Patient has been instructed to infuse manually, 1:00 hour infusion time, push 5ml every 5 minutes for 60ml dose. Serial number of pump unknown. No missed doses/adverse events. Pump will be returned once new pump is received. Indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? Upon setup, not during use; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes, upon return; did we replace the device? Yes. Did the pt have a backup device they were able to switch to? No. Manual infusion required. Reported to (B)(6) by pt/caregiver.